Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the septum. It was reported that the customer required assistance to treat elevated blood glucose (bg) level. Bg value not provided. A manual injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.